Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unknown. And implant removal from textured to smooth, due to the concerns of the product.

Event description:
Patient reported, left side implants were recalled. And noticing some pain. Later, patient reported, a fold on the left side, pain, rippling. Capsular contracture, baker grade unknown. And implant removal from textured to smooth, due to the concerns with the product. Healthcare professional confirmed, left side capsular contracture, baker grade IV, pain, rippling. And exchange from a textured to smooth breast implant, due to the patient¿s concern with the product. The devices remain implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases on device. Pain: unable to observe as it is not related to the manufacturing process. Wrinkling of the skin: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side implants were recalled and noticing some pain. Later, patient reported a fold on the left side, pain, rippling, capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns with the product. Healthcare professional confirmed left side capsular contracture, baker grade IV, pain, rippling and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Event description:
Device has been explanted.